Event description:
It was reported via a literature article review, that there was a study that took placed in spain analyzing the different electrocardiographic characteristics of left bundle branch area pacing (lbbap) attending to the site of pacing at the left bundle branch (lbb) system. This study enrolled all consecutive patients with an attempt of lbbap procedure for bradycardia and/or heart failure indications from february 2020 to march 2023 at hospital universitario infanta leonor. A total of 309 patients were enrolled in the study, who had been implanted with varying medical device company's leads (medtronic, boston scientific). Of the boston scientific leads, both ingevity and fineline were included in this study. Successful lbbap was accomplished in 93.8% of procedures, with direct lbb capture in 223 patients (76.9%). There was an episode of ventricular fibrillation (vf) during lead positioning in one case which was solved with an external shock without any further consequences for the patient. Complications rate at 30-days was 16.5%, mainly driven by 23 instances of septal perforation during the implant procedure, followed by five cases of acute pacing threshold measurements of greater than 2.0 volts at 0.4 milliseconds, two cases of pneumothorax, once case of lead dislodgement, and one case acute chest pain. Lead repositioning was feasible in all cases of septal perforation or lead dislodgement without further complications. When comparing both study groups, all the acute issues happened in the lbfp group, without anyone found in the lbtp group. All evidence indicates all the leads involved in this study continue to remain implanted and in service. No additional adverse patient effects were reported. Reference literature article "left bundle fascicular versus left bundle trunk pacing: a comparison of their electrical synchrony parameters." Included with the report for full listing of physicians and healthcare facilities.